Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) in association with this epicardial lead did exhibit greater than 2,000 ohms pace impedance. Thresholds had also increased. There were no adverse patient effects reported in association with this clinical observation.

Event description:
--

Manufacturer narrative:
The boston scientific local area sales representative noted that the patient was to be followed in a different territory for further investigation. No further information is expected at this time.

Manufacturer narrative:
Lv loss of capture was also noted at a later exam date. Surgical intervention was done to mitigate the lead issues. The associated right atrial lead had been damaged when attempting to free it from the pocket floor. Laser extraction of the ra lead was required. Then the physician selected a replacement lead that was not compatible with the current crt-d. Therefore the associated crt-d was removed from service even though it still had at least one year of battery life remaining. There had been no allegation of a device to lead connection issue. The boston scientific local area sales representative then confirmed that the devices were all sent to pathology and were not expected for return.